Manufacturer narrative:
The tip cover accessory was not returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. The mcs instrument used during the time of the event was returned and evaluated. Engineering found no evidence of arcing and no physical damage was observed on the instrument. A follow-up MDR will be submitted if the accessory is returned (post-evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci si hysterectomy procedure the patient received a bowel injury secondary to arcing from the tip of the monopolar curved scissors (mcs) tip cover accessory installed on the mcs instrument. The surgeon stitched the affected area and successfully completed the procedure with no further issues. No additional patient harm, adverse outcome or injury has been reported.